Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While attempting to remove the impella cp, perclose did not take. The staff resorted to manual pressure until fem stop could be placed. No patient harm was reported.